Event description:
It was reported that this right atrial (ra) lead appeared to have dislodged. It was believed the cause of the dislodgment to be twiddler's syndrome. A lead revision procedure was performed, explanting the ra lead and replacing it with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.